Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint is confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: resident. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the neruo case, obtained femoral access and completed the case successfully. The physician chose to close the femoral artery with an angio-seal. The angio-seal was deployed and seemed to go well; however, the leg was ischemic afterwards and the patient ended up having to have surgery. No blood loss was reported. Surgical intervention was needed due to the cold ischemic limb. The patient was taken to operating room (or) for a cutdown. Additional information was received on 07jul2025: the procedure sheath size used was 8 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device was inserted and deployed correctly. The resident stated, after taking the patient to surgery, that the anchor got caught on a side branch and was deployed at that point. Hemostasis was achieved with the device, the leg became ischemic and cold after completion of the procedure. The patient was stable.